Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to safety valve test failure during pre-use check. There was no patient involvement. The issue was decided to be reported due to the fact that it may lead to high pressure or stop of ventilation. Identification of issue has been done by analyzing problem description, service report and pictures attached. Based on information provided, pull magnet incl. Bracket has been replaced. No part was returned to the factory for analysis. The root cause of the issue has not been determined.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).